Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint has been reopened. Depuy will notify the FDA when the investigation is completed.

Manufacturer narrative:
Initial review identified that investigational input would be required from bioengineering. The investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering. The investigation will be closed with an interim report and will be reopened when the bioengineering report is completed. Addendum added (B)(4) 2012. Conclusion and justification status: the investigation has been identified for further in-depth analysis to assist in the determination of the root cause and has therefore been assigned to bioengineering and applied research. The investigation will be closed with an interim report and will be re-opened when the bioengineering and or applied research report is completed.

Event description:
Found that acetabular shell (duraloc) has got migrated and created a false acetabulam in left side hip. After 2 years the patient came for revision surgery.